Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and successfully resumed insulin delivery.